Event description:
Saw guide retainer became separated from post during procedure.

Manufacturer narrative:
Confirmed report of saw guide retainer separating from saw guide post. Determined vibration during use caused separation. Implemented engineering design change to address issue. Add'l catalog # 50028.